Event description:
It was reported the probe continuously throws error codes and doesn't pass the probe assessment. The team has shared they've started to see a change in the image quality for this probe as well compared to the other systems. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to the service facility for evaluation. During evaluation, the reported issue of the probe failing element test and poor image quality was confirmed. The probe failed the assessment test with 1 transducer element. Reported issue root cause: the reported issue root cause is due to an internal failure of the probe.

Event description:
It was reported the probe continuously throws error codes and doesn't pass the probe assessment. The team has shared they've started to see a change in the image quality for this probe as well compared to the other systems. No other information was provided.